Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was over 43 mg/dl at the time of incident. Customer was treated with glucose. In addition, customer were shoot up with high blood glucose level of 323 mg/dl. And 397 mg/dl. Customer was alleging that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08710 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.